Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver functional testing was attempted but could not be performed due to power issues. The receiver log could not be downloaded and retrieved due to power issues. The receiver case was opened for further evaluation. An visual interior inspection was performed and found a defective u6 chip on the main pcba board. Voltage was tetsted at tp21 which should measure 3.3 v but actually measured 0.5 v. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective u6 component.